Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 504 mg/dl at the time of the call, and 300 mg/dl before leaving the hospital. The customer used food to treat. The customer experienced symptoms such as memory loss and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined, since they were going to change their basal settings. The pump was giving too much insulin because of the settings. The insulin pump will not be returned for analysis.